Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
It was reported that the device gauge needle was stuck. The 90% stenosed target lesion was located in the moderately tortuous mid left anterior descending (lad) artery. An encore balloon catheter inflation device was selected for use. During procedure, when the balloon was inflated, it was observed that the needle of the manometer did not move more than 12atm. The procedure was completed with another of the same device. No patient complications were reported.